Event description:
It was reported that the wake button was intermittently unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was between 54-500 mg/dl. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.